Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on objective lens since the initially reported malfunction was not reproduced, a root cause could not be established. A cause for the dirt on lens could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope presented a no image issue with a scope error 237. The event during a diagnostic colonoscopy and was completed with a similar device. There were no reports of patient harm.